Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates and barrel tip broken on lot # 9084976. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, barrel tip broken) was captured and addressed. Investigation summary: customer returned a photo of 1/2cc, 6mm, 31g syringe with the poly bag. Customer states that the tips were broken. The photo was examined and exhibited syringes with a broken barrel tip and with the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9084976. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for damaged shields. There was one (1) notification (B)(4) noted for damaged barrels investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 30jul2020, (B)(4) received photo complaint. A visual evaluation of photo found (8) syringe. 5 syringes were broken at the tip of the barrel. The tip of the barrel was inside the needle assemblies. There did not appear to be damage anywhere else on the syringe. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #63518 was created for damaged tips. The infeed dial was out of adjustment. Corrective action: adjusted the infeed dial. CAPA #: (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: customer bought the package with 10 units and returned it to the pharmacy because the tips were broken, for this reason the pharmacy wants to replace the syringes. Customer informs that it was probably a bad use of the client, but she didn't want to confront her for being a doctor. Info received: customer reported that the cannula shield was tighter when handling.